Manufacturer narrative:
H11: the device was not received for evaluation; however, the machine was evaluated on-site by a qualified technician. Visual inspection identified that the replacement rotor was defective and it was replaced. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Contrary to what was reported, prismaflex control unit triggered a caution: flow problem alarm 14 consecutive times. Based on the lox files analysis, the event was caused by a deviation in the slave pump rotor and therefore not related to the set. However, the machine correctly detected the failure and triggered dedicated alarms. The amount of blood backed up to the saline bag and lost by the patient is measured by the machine scale to be 50 ml (at 60, the treatment would have been mandatorily stopped). Losing this volume of blood is not expected to result in any significant patient harm in a vast number of patients. This does not have the likelihood to cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up into the replacement bag of a prismaflex oxiris set during continuous renal replacement therapy with a prismaflex machine. The machine did not alarm. The volume of blood loss was alleged to be greater than 250 cc. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.